Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551614, expiration date 10/31/2012). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Caller states patient received result of 130 mg/dl on inform system 1 and result of 65 mg/dl on inform system 2 within 10 minutes. Comfort curve test strips were used. Low blood glucose symptoms were reported with these results. Patient was given his lunch and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.